Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding catheter extension leg. A scratch was noted in the red extension leg which was marked by circle. However upon close view, the photo was unclear and the reported issues cannot be verified. The investigation is inconclusive for the reported fluid leak and material puncture or hole issues as the provided photo was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a dialysis catheter placement procedure using the hemosplit hemodialysis catheter. During the preparation, a pinhole was found in the arterial segment of the y tube and allegedly leaked. The procedure was completed using another device. There was no patient contact.